Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the ipp was not working properly as it would not inflate leading to the procedure. During the procedure loss of fluid was noted. The patient did not experience any adverse events. It was further reported that it the source of the fluid loss was unclear but both the cylinders and reservoir were empty. A pinhole leak somewhere in the system was suspected. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation completed. An allegation of fluid leak and inflation issues was reported. The ams 700 ipp cylinders and (ms) pump were visually inspected. A fluid leak was identified near the proximal end of one of the cylinders body attributed to input tube wear with avulsion. Broken fabric threads were also present. The pump was contaminated resulting in an inability to functionally test the device. Product analysis confirmed the reported events. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the ipp was not working properly as it would not inflate leading to the procedure. During the procedure loss of fluid was noted. The patient did not experience any adverse events. It was further reported that it the source of the fluid loss was unclear but both the cylinders and reservoir were empty. A pinhole leak somewhere in the system was suspected. No more information available at the moment. Should additional information become available, it will be provided.